Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info pertaining to the device reference in this report (including x-rays and medical records) has been requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It is reported that: pt is experiencing swelling and pain in hip area since the surgery, back, and buttocks. Pt experiences pain while walking. Pt is scheduled for follow up vision with doctor on (B)(6) 2012.